Event description:
Philips identified a software defect in iscv system where the user is unable to print the worklist as expected. The printed worklist have empty fields. No adverse events or patient harm were reported in the associated complaint (pr (B)(4)). Philips is currently updating the risk management matrix for the iscv product. Until this update is complete, and in an abundance of caution, philips is submitting a regulatory report for all iscv (intellispace cardiovascular) product malfunctions alleged in complaint investigations relating to data availability until the update of the risk management matrix is completed.

Event description:
Philips identified a software defect in iscv system where the user is unable to print the worklist as expected. The printed worklist have empty fields. No adverse events or patient harm were reported in the associated complaint (B)(4). Based on the available information, there is no allegation of death or serious injury. The initial report was submitted as an abundance of caution since the iscv risk management matrix was undergoing an update. Although the printing of the worklist was not working as expected, the worklist was available on screen. The risk assessment of the reported issue is performed and concluded that this issue would not be likely to cause or contribute to a death or serious injury if this were to recur.

Manufacturer narrative:
Note: the ''date of event'' was entered in error in the initial report. The error is corrected in this follow up report.